Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a general surgery diagnosis procedure was performed when the incident happened. The procedure was completed as by the restart. The philips field service engineer (fse) analyzed the system onsite and verified that collimator was not working. Upon some functional test, fse found issues with collimators as they can mechanically jam and factory issue. Fse replaced the collimator twice. After replacement of collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's collimator was not working, which would prevent imaging. The system was reportedly in use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.